Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
The investigation findings for this event was reported under MFR #2916596-2016-01435.